Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4) ) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4) ). Exemption number: (B)(4) statement from production department: the DHR documentation confirms that products were produced according to the specification. If additional information is recieved a follow up report will be submitted.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Preliminary investigation: a visual inspection of the instrument and of the fracture surface. The instrument was sent to the production department for further investigation. The report will be updated when we receive a statement from the production department. Batch history review: the device quality and manufacturing history records will be checked for the lot number 4509144704 from the quality coordinator of the production plant. After review, the report will be updated. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause could be manufacturing related. The report will be updated when we receive a statement from the production department. Rationale: due to the circumstance that the product has been sent to the manufacturer for an analysis this is a preliminary report and it will be updated when we receive a statement from the manufacturer. Investigations lead to the assumption that the scissor part was damaged before soldering the carbide due to the signs of soldering deposits. There is also the possibility that the scissor part was not completely pronounced or was damaged during production. We are currently unable to determine any fracture surface. When additional information is received a follow up report will be submitted.

Event description:
It was reported a missing piece was seen on scissor blade. The reporter indicated that during the packing process it was noticed that a piece of the blade broke off. It is unknown where the broken part is located. Per the reporter, the broken piece was so small that it was noticed only during the packaging process and unfortunately not earlier and it is possible that this could have happened weeks ago. No additional information has been provided.